Event description:
It was reported to philips that the battery needed to be replaced. There was no patient involvement.

Event description:
It was reported to philips that the battery needed to be replaced. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Provided device evaluation and coding.